Manufacturer narrative:
At this point in time, nothing has been received for evaluation, it is not possible to conclude or speculate as to the cause of this event. When the complaint samples are received, they will be subjected to a failure analysis for a root cause. When the evaluation is completed, a f/u report will be filed with all of the pertinent info.

Event description:
Our affiliate is reporting that during an rc case, the tip of the inserter broke off into the pt. All was retrieved and the case was concluded without further incident.